Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter. The reporter claimed that when plugging the subject meter into a wall outlet the meter screen displays that the meter is connected to a pc. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.